Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The patient stated that the battery will randomly shut off. Upon further discussion they may associate the occurrence with welding. It was suggested to turn it off while welding. The patient was asked to log if there was additional occurrences. The issue was reported as resolved. No further complications were reported or anticipated.